Event description:
It was reported by a nurse that the patient's implantable cardioverter defibrillator (ICD) did not have telemetry and did not alert the patient of elective replacement indicator (eri). The nurse was told that the device needed to have three consecutive nightly measurements at eri for an alert to be triggered. The telemetry issue may cause low battery readings as well. The nurse called back and stated they were experiencing the same problems with different patients and they used a different programmer instead. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.